Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has strange odor, sleep apnea been waking up with strange odour. Difficulty breathing/short of breath, headache, dizzy, lightheaded and sinus infection. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging strange odor, sleep apnea been waking up with strange odor, difficulty breathing/short of breath, headache, dizzy, lightheaded and sinus infection related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation: pil observed unknown dust/dirt contamination on surfaces of device. Device was not returned with an sd card or filter. Interior investigation: pil observed slight unknown dust/dirt contamination within the interior of the device. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination in the air flow path. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging strange odor, sleep apnea been waking up with strange odor, difficulty breathing/short of breath, headache, dizzy, lightheaded and sinus infection related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.